Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the transmitter ID was unable to be entered into the pump. There was no reported impact to the customer's blood glucose level. The current pump will continue to be used for diabetes management.